Event description:
A report was received that the patient's ipg was warm during charging. It was also noted that there was swelling at the ipg site. The physician described the wound as burn. Neosporin/triple antibiotics were applied to the burned area. Database analysis revealed no anomalies. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient's ipg was warm during charging. It was also noted that there was swelling at the ipg site. The physician described the wound as burn. Neosporin/triple antibiotics were applied to the burned area. Database analysis revealed no anomalies. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the complaint of charging anomaly, pain and swelling around the pocket site, and burning sensation was not confirmed. Upon receiving the device was completely depleted. The device was charged in one charge cycle, and linked to a test remote control, and the battery measured 3.97 volts. This result indicated that the device is capable of being charged fully under a proper charging method. The ipg¿s charge logs were reviewed and it revealed no anomalies. The ipg temperature while charging was within the expected range. The source of the pocket pain, swelling and burning sensation was not determined. Residual gas analysis verified that the device insulation was not compromised. Review of the sterilization record did not find any anomalies, or deviations that potentially relate to the reported event. The source of the high impedance complaint on port d was not verified. All contacts passed the impedance test when tested with known good leads. However, internal inspection revealed a slightly high sleep current. This is the symptom of application ic damage due to exposure to high-voltage transients causing internal shorts in the component. Since no evidence of electrocautery use has been reported, the source of the damage couldn't be determined.

Event description:
A report was received that the patient's ipg was warm during charging. It was also noted that there was swelling at the ipg site. The physician described the wound as burn. Neosporin/triple antibiotics were applied to the burned area. Database analysis revealed no anomalies. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.